Event description:
Reporter alleged blood glucose measured 516 mg/dl back to back with a result of 10 mg/dl when testing was performed one minute apart. It was stated the day prior customer did not test glucose or take insulin as normal. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.